Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum control solenoid valve, catalytic decomp filter, and vacuum pump were replaced to resolve the haze issue. Unit meets specifications and was returned to service on 02/02/2017. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "smoke" (haze) emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and functional analysis. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic decomp filter was returned and tested. The reason for return of the catalytic decomp filter could not be confirmed. The vacuum pump was returned and tested. Physical inspection revealed the filter was broken and debris and rust was found inside the pump and unable to be tested. The reason for the return of the vacuum pump was confirmed. The vacuum control valve was returned and tested. The reason for the return of the vacuum control valve was confirmed. The assignable cause of the haze/mist/vapor issue is the catalytic decomp filter, vacuum pump and vacuum control valve. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.